Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced a loss of signal and diabetic ketoacidosis. The patient reported that their insulin pump was not functioning properly and was experiencing a loss of signal that did not recover. Patient then inserted a new sensor in an attempt to resolve the issue but was unsuccessful. Patient stated that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016, as a result of the loss of signal to the insulin pump. At the time of contact, the patient had since been discharged from the hospital. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of loss of signal could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.